Manufacturer narrative:
This report is submitted on april 20, 2021.

Event description:
Per the surgeon, stated that the baha device was not appropriate for this type of hearing loss and the patient did not benefit. The device was explanted (date unknown).